Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the pressure module to lab use only (luo) testing equipment. The pst observed the pressure module to function as intended throughout the evaluation. It was determined that the pressure module met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) could not duplicate the reported complaint. The fsr spoke with the manufacturer's technical support specialist who observed in the log data that there was an error with each of the pressure modules. The pressure modules were replaced. Configuration was assigned and functional checks with release testing was performed. The unit operated to the manufacturer's specifications. The other pressure module that was replaced was part number: 802112, serial number: (B)(4), manufacture date: 20-jan-2011 this complaint is related (B)(4). MFR #1828100-2023-00070.

Event description:
It was reported that the pressure module was power cycling. There were no reported adverse consequences to the patient. No other details regarding the nature of this event were provided.